Manufacturer narrative:
Motor error alarm during rewind due to cracked end cap causing the home switch to misalign with the motor slide pad. Motor passed motor test. Unable to verify alarm due to motor error alarm at rewind. The insulin pump received with loose drive support disk. The insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed during priming, and the drive support cap was loose. Troubleshooting was performed, and insulin squirted out during the manual prime process. The customer's blood glucose was 120mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.